Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. The initial visual/functional investigation found that: inspection confirmed the bent drill guide support. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field.

Event description:
It was reported that the bur would slightly retract and move slightly toward, but not complete the homing calibration. Then it was tried to insert the long attachment down the drill guide and it did not go all the way down. After switching out the handpiece, the set-up could be resumed. As this was noticed during equipment set-up, the patient was not involved at the time.